Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. The sensor was inserted on (B)(6) 2019. Data was evaluated and the allegation was not confirmed. A root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Date received by manufacturer correction updated awareness date (B)(6)2019.